Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review could not be performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date because the patient information was unknown. An investigation of the device history records (DHR) was not conducted because the lot number and patient information were unknown. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with the liberty cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and the utilization of the liberty cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency or liberty cycler set defect reported for the peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) reported that the peritonitis was not caused by any fresenius device(s), drugs, other fresenius product(s) or pd therapy. The peritonitis was caused by an unspecified external issue. All dialysis patients are at increased risk of infection due to compromised immune systems and because dialysis techniques increase the potential for microbial contamination. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient has had peritonitis for 6 weeks. Follow-up was attempted with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated that the clinic is not permitted to provide any information related to the patient. The pdrn did confirm the patient was diagnosed with peritonitis (date not provided). The event was not caused by any fresenius device(s), drugs, other fresenius product(s) or pd therapy. The peritonitis was the result of an external issue (unspecified). No further information was provided.